Event description:
Left axillary iabp was alarming "gas loss in iab", rn assessment revealed no disconnections/loose connections or concerns with iabp. Monitor tech called, monitor tech also found no problems with the iabp. Service notified stat, came to bedside, patient stable during entire event. X-ray obtained, iabp had not moved since am x-ray placement verification. Service concerned for iab rupture, tubing clamped stat. Cath lab doc called by service, iabp was removed at bedside via attending consultant and cath lab consultant. No patient harm was noted, vss. Device did not have to be replaced and was saved. Will be returned upon request.